Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. The analyst noted that electrical continuity of distal conductor test result had failed. Performed visual inspection and destructive analysis found distal conductor distorted and fractured at is-1 connector pin. This is indicative of the connector pin being turned an excessive number of times during helix extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the pacing lead the patient experienced cardiac tamponade. It was further reported that the lead could not reach the target position and that the implant procedure time was long and the physician was not familiar with implanting active fixation leads. The lead was removed and the procedure was stopped due to patient symptoms. No further patient complications have been reported as a result of this event.